Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the pump defaulted that the time and date reset to factory settings. The malfunction is ruled out based on the following: the patient stated that the time and date defaulted to factory settings after the battery was replaced. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with abdominal pain/vomiting, extreme drowsiness/difficulty waking up/confusion, and nausea. The patient was hospitalized and treated with IV fluids. This report is being made due to the bg excursion the patient experienced.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2014 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The total daily dose adds up correctly. Typical usage alarms observed in alarm history. A delivery accuracy test was successfully completed. The pump found to be delivering accurately and within required range. The battery compartment is cracked on the side near the threads. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.